Manufacturer narrative:
No reset error alarm was noted and the insulin pump passed the reset error test. The insulin pump was unable to down load due to alarms in the history screen due to a corrupted history file. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an excessive no delivery alarm and a displayable history check failure from his insulin pump. The customer's blood glucose level was 233 mg/dl. These alarms prevented the customer from uploading his blood glucose data. The product has been returned. Nothing further was reported.